Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01435. It was reported the patient began to receive painful stimulation a day after being implanted with trial leads. In turn, the patient was admitted to the hospital and his leads were removed. The patient was hospitalized overnight for observation and was discharged the following day. The patient has been doing well since the leads were removed.